Event description:
It was reported that bd alaris smartsite gravity set had foreign matter. The following information was received by the initial reporter with the following verbatim: a pre-op nurse noticed brown spots on multiple spikes of the bd smartsite gravity set tubing this morning. The reference number is (B)(4) . The lot number on the front of the packaging is +h37042511e1a and the lot on the back is (10)23069114 with an expiration date of 2026-06-08.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - follow up MDR for device evaluation. The customer reported brown spots on the the spikes and returned 100 unused samples of material 42511e and lot 23069114. Every sample was opened and the spike cap removed to better visually examine the samples. In total, there were 6 samples found to have browns spots or defects. It is not known at this time what the foreign matter on the spikes was, or if it was foreign matter. The spots were all quite small, but did not appear to rub off, meaning they were embedded. The sets did not have any other issues found. The supplier was notified of the failure, but the brown spots were smaller than their embedded particulate quality standard. Due to the particulate meeting the minimum allowable limits, an investigation at the supplier's facility was not deemed necessary, and a root cause was not determined. The supplier will continue to monitor the issue to determine if further actions are necessary. Device history record review for model 42502e lot number 22079145 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 29jul2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement. H3 other text : see h10 manufacture narrative.

Event description:
No additional information.